Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose exceeded 700 mg/dl. The patient attempted to treat with their insulin pump. However, their health care professional advised them to discontinue usage of the device. The customer experienced diabetic ketoacidosis as a result of the high blood glucose. Around the time of the incident, the insulin pump had alarmed insulin flow blocked. The alarm was not resolved by infusion set or reservoir change. Troubleshooting was declined for the high blood glucose. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected insulin flow blocked alarm. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.